Manufacturer narrative:
On 24-jul-2020, the mentor failure analysis lab received the device for evaluation. The patient underwent unilateral explantation and replacement with a mentor smooth round moderate profile 525cc saline breast prosthesis. On 05-aug-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed two tears on the anterior view, measuring approximately 0.1 cm each of them. Microscopic examination in the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision procedure with a mentor smooth round moderate profile 525cc saline breast prosthesis that deflated after implantation. The patient observed the deflation of her right breast prosthesis. The deflation was later diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.